Manufacturer narrative:
P-cap locked in place properly during testing. Device received with constant critical pump error alarm/open book image after battery installation. After pressing back arrow and down arrow buttons to allow access to download device persisted on alarming critical pump error. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Device was cut open and perform a visual inspection. Electronic boards were switch to pinpoint faulty board. Used a test electrical board 2 with original electrical board 1 and it was able to put unit into download mode using (crest software) and (thus software). History download was not sufficient evidence to pin root cause. It was determine that electrical board 2 was the cause of the constant critical pump error alarm. Force sensor test passed (24.4 milivolts) electronic stack, motor assembly and keypad assembly were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No such anomalies noted during visual inspection. No physical damage noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated that insulin pump was not dropped and they did not notice anything unusual. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.